Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 15-nov-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the water leakage from device which made foreign material remained at/around forceps elevator resulting in the reprocessing steps recommended in instructions for use (IFU) were not performed completely. The event can be prevented by following the instructions for use (IFU) which state: - IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the device angulation is out of specifications. Angulation play noted. In addition. Cut on k-wire was observed and due to cut, forceps raising angle does not meet the standard value. The reported issue of " device elevator not working, angulation not enough" was confirmed. Furthermore, inspection found the forceps elevator has foreign material, dirt found on right/left, up/down knob and dirt inside the light guide lens were observed. These conditions attributed to handling, insufficient reprocessing. Additionally, the following defects were identified during device inspection: adhesive on a-rubber is detached. A-rubber has discoloration connecting tube has a scratch, dent, buckling and peeling on coating. Connecting tube has a dent. Universal cord has a scratch c-cover has a dent. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the device elevator not working, angulation not enough. The issue found at reprocessing. No patient involvement. No harm reported. No user injury reported. Device evaluation found forceps elevator has foreign material . Dirt found on inside of the light guide (lg) lens. Right/left and up/down knob noted to be dirty. This report is being submitted for foreign material found on forceps elevator and dirt on lg lens including the device knobs (insufficient reprocessing, handling issue).